Manufacturer narrative:
Approximate age of device - 2 years, 7 months. Manufacturer's investigation conclusion: no product was returned for evaluation. The report of a large silicone tear just proximal to the metal connector was confirmed based on the onsite evaluation by a technical services representative. The patient remains ongoing on lvad support and no further issues have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented with a large silicone tear just proximal to the metal connector. Rescue tape was applied. The lvad system was connected to the clinic system monitor and there were no lvad pump stoppage events and the patient reported no alarms. The patient was asymptomatic. On (B)(4) 2018, the manufacturer's technical service representative performed a clamshell repair. No additional information was provided.